Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and blood at site. Customer's blood glucose level was 443 mg/dl. Customer inserted their transmitter on and forgot to set it which resulted in blood all around the transmitter. Customer experienced sensor issues and blood was coming out of their body actively.